Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent a repair of cystocele and enterocele. She had revision surgery 6 years and 10 months post surgery. The patient had a colpoclesis due to vaginal vault prolapse.